Manufacturer narrative:
(B)(4). Batch # r9218d. Investigation summary: the handpiece was received with the nose cone cracked and with an harmonic instrument attached. No functional testing could be done due to the condition of the returned handpiece. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The harmonic device was removed and it was found that the 4-40 stud on the handpiece was without damage. The handpiece was disassembled to inspect the internal components and the moisture indicator was found to be positive. The transducer assembly was not held in place due to the condition of the nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid-housing. Analysis was unable to determine the exact root cause that lead to the crack in the handpiece nosecone. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an ent procedure, the stud was broken and a harmonic instrument could not be removed from the hp054. The number of remaining uses of hp054 was unknown. Another handpiece was used to complete the case. There were no adverse consequences to the patient.